Event description:
The surgeon attempted to insert an aq2010v silicone three-piece lens but the trailing haptic tore off and remained in the cartridge. The reporter stated it was unknown if the lens was inserted but there was no patient injury.